Event description:
It was reported that the patient underwent a fusion procedure from l4-s1. During the procedure, the surgeon elected to not use the coverplate on the interbody device. Approximately 8 weeks post op, it was found that the center screw in the l5 segment had backed out. The patient reportedly appeared to be fused at that segment, and there are no plans to revise at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.